Manufacturer narrative:
Related voluntary medwatch form received: mw5171262.

Event description:
Voluntary medwatch form mw5171262 received states: it was reported that this right ventricular (rv) defibrillation lead exhibited undersensing. Review of stored device data noted intermittent low signal r wave amplitude measurements. Additionally, the rv lead exhibited high threshold measurements. Technical services (ts) discussed potential programming options.